Event description:
Philips received a complaint on the v60 ventilator indicating that the tidal volume of the device remained consistently low. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported. It was reported that a patient suffering from community acquired pneumonia was put on a v60 ventilator. During use of the ventilator, the tidal volume of the ventilator allegedly remained too low, and it failed to achieve the required tidal volume. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response received from the authorized service provider (asp), the hospital equipment department had the device repaired by a third party, restoring it to normal use. However, the details of the device repair were unclear and any part information for replaced parts is unknown. The customer did not provide the diagnostic report, and information about patient, device's alarm settings, alarm thresholds, and flow settings from the time of the event were asked but the answers are unknown. It was confirmed the device returned to full functionality and was returned to use.